Event description:
A report received from the study indicated that a patient experienced an embolic stroke after having a coronary artery stent implanted. The patient's history is significant for hyperlipidemia, family history and remote history of tobacco abuse. The indication for the procedure was unstable angina pectoris with resting ECG changes. The lesion was described de novo and 99% stenosed. The lesion was pre-dilated with a 2.5 x 12m balloon at 10atms followed by the deployment of a 2.75mm x 23mm cypher select stent at 18atms. The stent was post-dilated for optimal expansion with a 3.0mm x 15mm balloon. The patient was discharged home the day of the procedure. The patient complained of blurred double vision since the pci, the symptoms were evaluated prior to discharge and "found nothing in the way of a focal lesion". Approximately one month after the procedure, the patient went to the emergency room with complaints of chest pain and blurred vision. A CT scan performed was normal and the patient was referred to neurology. An MRI was also performed with results within normal limits, an echocardiogram was negative for emboli, a cranial doppler was normal and a myoview performed was normal. The site reported the initial event that occurred after pci as having been an embolic stroke.

Manufacturer narrative:
A device history report review was conducted and this lot of products met the requirements per the applicable quality manufacturing plan. Embolic stroke is a known potential adverse event associated with implanting coronary artery stents. Although the reported stroke could not conclusively be determined the act of manipulating the devices used to perform angioplasty within the vasculature could have contributed to the event.